Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The reported communication issue was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of the implant procedure; the field cp app logs show that the device went into service app on (B)(6) 2023 the day of implant. The device was not recoverable. There is guidance noted in the clinicians manual regarding use of electrosurgery devices in the presence of the ipg.

Manufacturer narrative:
A case of ipg not responding was reported to abbott. The patient's generator is not communicating with any clinical programmers. On 31aug2023, ts emailed rep lucas tapias de carvalho and advised "I have gone through the cp logs and can confirm that service app mode has been enabled on the generator cht483.1. All troubleshooting steps have been exhausted at this point. Since the ipg is in service app, a session will not be able to start and the ipg will not be able to deliver therapy. The ipg can be considered inoperable." The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was not put into surgery mode. Next course of action is undetermined at this time.